Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch due to oversensing. No intervention was reported.